Event description:
Received info stating customer's pump unexpectedly shutdown. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for eval. However, device eval is not yet complete. A follow up MDR will be filed.